Event description:
Patient was scheduled for right eye cataract extraction with intraocular lens implant. A phacoemulsification tip and a microfinger instrument was inserted into the eye for phacochop. At the first chop it was realized that there was a piece of metal shaving from the lumen of the phaco tip, extruding from the phaco tip. The procedure was stopped. The metal shaving was removed, the phaco tip was exchanged; the procedure was finished without another incident.